Event description:
Choked [choking]. Product complaint [product complaint]. This case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6) male patient who received (B)(4) toothbrush (macleans milk teeth toothbrush) toothpaste for dental cleaning. This case was associated with a product complaint. In 2015, the patient started macleans milk teeth toothbrush (dental) at an unknown dose and frequency. In 2015, an unknown time after starting macleans milk teeth toothbrush, the patient experienced choking (serious criteria (B)(4) medically significant). On an unknown date, the patient experienced product complaint. The action taken with macleans milk teeth toothbrush was unknown. On an unknown date, the outcome of the choking was recovered/resolved and the outcome of the product complaint was unknown. It was unknown if the reporter considered the choking to be related to macleans milk teeth toothbrush. Additional information: initially, her son started using the toothbrush 3 weeks ago and during his first use the bristles began to fall off. The mother then stated that bristle fall off again later on causing her son to choke. She mentioned that she was successful in getting the bristles out of her son's mouth, however she is not sure if he had swallowed some of them already.